Event description:
Following a MRI procedure the device was observed to be in backup mode with high voltage therapy unavailable. Abbott technical support was contacted and a firmware download was performed to resolve the event. The patient was in stable condition.